Event description:
During a conversation with a medical device sales representative (not employed by spnc), the spnc representative was informed of a lead removal case that occurred approximately 6 weeks prior to 09/08/2010. The md reportedly used a sls (unknown size) to lase the cardiac lead of the patient of unknown gender, age or weight. The patient's vital signs changed (unknown levels), emergent intervention was initiated and the md was reportedly able to repair the patient's injury (innominate vein tear) quickly. The patient was reported as stable following the procedure. There were no reports of spnc device(s) malfunction from the attending physician or hospital staff. No devices were retained for return analysis, therefore, no internal lot history reviews were able to be conducted. Repeated attempts to obtain information from the hospital were unsuccessful.